Event description:
A user facility reported that a intraocular lens (iol) was refolded by the nurse and the surgeon noticed cracking on the lens after it unfolded in the eye. The wound was widened to allow removal of the cracked lens. Another lens was inserted without any reported complications. It was indicated on the returned questionnaire that, in the surgeon's opinion, this event did not represent a lens malfunction and he does not feel that this was a lens related issue.